Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high threshold measurements and loss of capture (loc). No additional adverse patient effects were reported.